Event description:
It was reported during central processing and cleaning, the fenestrated bipolar forceps instrument cable was broken. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a loose grip cable at the distal idler pulley. The distal idler pulley spun freely and was not damaged. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. The housing was removed for inspection and the instrument was found to have a cracked clamping pulley, likely causing the loose cables at the wrist. Additional observation found thermal damage on the bipolar yaw pulley at the distal end. One side of the bipolar yaw pulley exhibited localized melting. No conductor wire insulation damage was observed.